Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, the device was difficult/unable to open. It was noted that the jaws was partially opened. It was applied on tissue but did not. They switched the handle repeatedly to open the device. They used another like device to complete the procedure. There was no patient injury.